Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroepiploic artery using penumbra smart coils (smart coil) and non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician placed a smart coil at the hub of the microcatheter and attempted to advance the smart coil. However, the smart coil was stuck and would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using two additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported complaint as the smart coil was returned outside of its introducer sheath. Further evaluation revealed pusher assembly kinks and offset coil winds on the embolization coil. The pusher assembly kinks near the mid-joint may have been a result of forcefully mishandling the device during advancement. The additional pusher assembly kink and offset coil winds may be incidental to the reported complaint. The smart coil was unable to be re-sheathed during the functional test; therefore, the root cause of the reported complaint could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.